Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3550-29, lot# n141214, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The day prior to the report, he started having some numbness, tingling, and pain. He thought he had overexerted himself but when he got up the day of the report, he was in ¿dire pain.¿ the patient stated he noticed his stimulator was off which was when he noticed the power on reset (por). No stimulation sensation was reported. It was reported that the patient was unable to adjust stimulation with the patient programmer (pp). The display showed the ¿call your doctor¿ icon. The patient was able to reset the programmer with the patient over the phone, and the patient was able to turn therapy back on. The issue was resolved.